Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: review of the run data file and interface images associated with this incident confirmed the presence of clumping/ platelet aggregation in the connector. It is important to maintain adequate anticoagulation for the blood to properly separate and minimize the opportunity for platelet clumping to occur. The inlet: ac ratio necessary to maintain adequate anticoagulation varies for each patient and may not be related to the patient¿s hematocrit or platelet count. Because of this, the likelihood for platelet clumping to occur during a run is difficult to predict. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. Once a clump has been resolved, a ratio that maintains adequate separation should be used.

Manufacturer narrative:
Investigation: the used spectra optia set was returned for investigation. Upon visual inspection, it was confirmed that the set was assembled correctly with no kinks, occlusions or missing parts. Flow of fluid was observed throughout the set and in the inlet, return and channel lines. Although no disposable defects were identified, there did appear to be evidence of clotting in the channel and the inlet an return line manifolds. The run data file was analyzed for this event. Review of the run data file (rdf) and the interface images confirms the presence of clumping/platelet aggregation in the connector approximately 80 minutes into the procedure, which then persisted for the duration. The first of the four ¿return pressure was too high¿ alarms occurred about 20 minutes later and the procedure was eventually ended by the operator 20 minutes after the last return pressure alarm. The inlet:ac ratio was set to 13.5 and was never adjusted; reducing the inlet:ac ratio will minimize the occurrence of the clumping/platelet aggregation in the return line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 104 minutes into a mononuclear cell (mnc)collection procedure, they received multiple return pressure alarms. The rn checked the lines for obstructions and observed long strands of clots in the return line and the blood warmer tubing line. She checked the anti-coagulant line and found no defects. She was unsuccessful in clearing the blood warmer and return lines of clots. She stopped and aborted the procedure. Due to EU personal data protection laws, the patient information is not available from the customer. Patient's gender and weight were obtained from the run file (rdf).